Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported first notification date and report due date. The previously reported dates were jun 29, 2017 and jul 29, 2017. The correct first notification date is jun 27, 2017 and correct report due date is jul 27, 2017.

Event description:
New information received stated that on (B)(6) 2017, the patient presented for device replacement. The device was explanted and replaced. Patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a long charge time due to capacitor maintenance. No events showed excessive charging. No device intervention was performed. Patient was asymptomatic and is fine.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was due to a failure within the front alignment hole.